Event description:
It was reported to philips that the system's power supply unit was defective which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and identified that the system had a faulty power supply. To resolve the problem, fse replaced the pdu fan tray and philips implemented correction for pdu issue. After replacing the pdu fan tray, the system returned to use in good working order. The codes were updated based on the investigation outcome